Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br the stopper pops out of the tube and sample leakage. The following information was provided by the initial reporter. The customer stated: the cap is not properly sealing. The stoppers are popping off during transportation, handling and centrifugation. Causing leakage and risk to professional.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, two hundred [200] retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper functions as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br the stopper pops out of the tube and sample leakage. The following information was provided by the initial reporter. The customer stated: "the cap is not properly sealing. The stoppers are popping off during transportation, handling and centrifugation. Causing leakage and risk to professional."